Manufacturer narrative:
The conclusions are as follows: the event is related to a known printing issue when the device is programmed in the MRI pacing mode (voo). Nevertheless, the subject pacemaker was correctly programmed in voo mode by the physician. Based on the available data, no issue is suspected on the subject pacemaker. This complaint is recorded for trending purposes. Please refer to the attached analysis report.

Event description:
Reportedly, a patient was scheduled for MRI for a kora 250 dr pacemaker, activated on 11.12. 2024 with the following parameters: auto, 100/min, voo, 24 hours. After the MRI the pacemaker was interrogated and the programmer has indicated " indicated now aoo MRI mode instead of voo MRI mode.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a patient was scheduled for MRI for a kora 250 dr pacemaker, activated on (B)(6)2024 with the following parameters: auto, 100/min, voo, 24 hours. After the MRI the pacemaker was interrogated and the programmer has indicated " indicated now aao MRI mode instead of voo MRI mode.